Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis ( revision surgery) : rod breakage and infection it was reported that on an unknown date, patient underwent a posterior fusion and oblique lateral inter-body fusion in l1-l5. On an unknown date, the fixation was extended to th4 with axial connector. Post-op, the rods on the both sides were broken at the portion between l3 and l4. Due to which patient underwent a revision surgery. In revision surgery, the broken rod on caudal portion, screw in l4 and cage in l3/4 were removed and the device was connected with connectors. There was also an infection found to be cutaneous in nature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.